Manufacturer narrative:
The reported symptom, as indicated in the provided med watch report, was attributed to user error. As reported, the user confirmed the settings; however, there is no indication the user began / chose a ventilation mode. To begin ventilation, a mode must be selected and then confirmed. The ventilation mode keys are located on the far left of the divan control panel. The standby key is located on the far right of the divan control panel. Attached is a picture of the divian control panel as provided from the operator's manual. The anesthesia machine comes with options for sound and for a clear top to allow visual access to the piston / bellows.